Event description:
It was reported that a new ilet user experienced repeated low glucose events after the pump delivered a correction dose when glucose was only slightly above range, and no meal announcement was visible in the charts despite the user stating dinner was announced; the pump time setting was incorrect, and the device component implicated was the user interface. Symptoms included hypoglycemia and hyperglycemia. Outcomes included unexpected medication intervention and a serious illness/impairment classification. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect procedure, and an issue centered on the user interface. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.